Event description:
It was reported that the customer passed away. The cause of death was complications from diabetes. The customer had been diabetic for 30-40 years. It is unknown if the customer was wearing the insulin pump at the time of death. However, when the customer was found he was next to a table where he had placed his infusion sets and the insulin pump. It appeared the customer had been changing his infusion set. It was also reported that the customer suffered from wide swings in his blood glucose, from 45 to 264 mg/dl. Numerous attempts were made to request the return of the device, but none were successful. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.